Event description:
The patient reported that her device was not properly programmed and she got an electric shock and jumped out of her seat. This occurred on (B)(6) 2016 and it was still hurting. Her urinary and bowel symptoms had also returned and gotten worse a few days prior to (B)(6) 2016. The patient had increased stimulation to 5.2, but the pain from her shock came back,so she decreased it to 5.1. She had a bowel movement in the morning and then had them throughout the day. The patient's indications for use were gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported that the device helped for maybe 2-3 days when it was first implanted, but since then it has not helped and they have not gotten a 50% or greater reduction in her symptoms. They stated they already tried "all that" with making adjustments, changing programs, and increasing amplitude. The patient stated their healthcare provider (hcp) told them there was nothing they could do about symptoms and would not let a manufacturing representative (rep) help. Their bladder and bowel symptoms were stated, by the patient, to be gradual and their urine and fecal incontinence have progressively gotten worse. They would wake up soaking wet in the morning. It was noted they have had urinary and bowel problems since 1996. The patient also reported they were scared to touch the ins because of the experience they had when they were at the hcp office. The patient stated that the doctor started "testing" at 8-9 volts and the patient was jolted out of their chair. They said it was very painful and they had terrible shooting pain in their left groin. The patient said it was not life threatening but the pain had finally started to subside. It was initially there for 5 to 6 weeks. The patient stated they know their pain was caused by the device. The hcp told the patient that the pain could not be caused by the device, they knew it was. The patient said that the hcp explained to them that there were 2 programs that worked and 2 that did not, or that there were 2 programs there and 2 that needed to be there. The hcp was supposed to fix that, according to the patient, but had not. The nurse made the adjustments to the patient and they said the doctor was supposed to. It was reviewed that device checks should start at 0v and work up. Troubleshooting assistance was offered to the patient, during the report, but the patient declined. They said the device was just this useless thing protruding from their body and asked if they could have it taken out. Removal consideration were reviewed and it was suggested to follow up with an hcp.

Event description:
Additional information received two months later via the consumer reported the patient still had pain from the initial reported incident and had neuropathy in her legs and she thought it may have traveled. It was noted her whole body hurt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the device was interrogated and impedance values were found to be within normal limits. A new program with proper patient sensation was initiated. A follow-up appointment was scheduled with the hcp, but the date was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.